Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings:a review of the pump black box data showed evidence of unexpected pump reboot events. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. The battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No pump reboots were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture in the pump. The complaint was verified in the history but could not be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter information: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.